Manufacturer narrative:
Investigation was completed on 19mar2024. The stent was implanted and will not be returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. The photo of the outer packaging showed the epic size. The x-ray that was returned shows a stent in the body, but no confirmation can be made from the x-ray that the stent was the incorrect size. No other issues were identified with the device and no patient complications were reported. Reopened investigation was completed on 24apr2024. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual and tactile examination of the inner and outer sheath found multiple kinks. A visual examination identified no issues or damage to the handle of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent profile problem occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x100x120 epic vascular stent was deployed and post-dilated with a non-boston scientific balloon; however, a visible size difference between the stent and a previously deployed 6x150 stent in the distal sfa was noted. The physician believes that the deployed stent had an incorrect size. The stent remained implanted; however, the stent did not fully cover target lesion. The procedure was completed. There were no complications reported and the patient was okay.

Manufacturer narrative:
The stent was implanted and will not be returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. The photo of the outer packaging showed the epic size. The x-ray that was retuned shows a stent in the body, but no confirmation can be made from the x-ray that the stent was the incorrect size. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that stent profile problem occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x100x120 epic vascular stent was deployed and post-dilated with a non-boston scientific balloon; however, a visible size difference between the stent and a previously deployed 6x150 stent in the distal sfa was noted. The physician believes that the deployed stent had an incorrect size. The stent remained implanted; however, the stent did not fully cover target lesion. The procedure was completed. There were no complications reported and the patient was okay. Investigation completed on 19mar2024. The stent was implanted and will not be returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. The photo of the outer packaging showed the epic size. The x-ray that was retuned shows a stent in the body, but no confirmation can be made from the x-ray that the stent was the incorrect size. No other issues were identified with the device and no patient complications were reported.